Event description:
It was reported that the wire could not normalize. A second wire was opened and the procedure was completed. The device was returned to the manufacturer and during examination, it was observed that the corewire was broken.

Manufacturer narrative:
Internal reference: (B)(4). The device was returned and investigated according to volcano policy. The wire was received in damaged condition with the hypotube kinked at about 7.5cm from the proximal end and the corewire was broken at about 2.7 cm from the distal end. In order to verify that no pieces of the corewire were missing, the tip coil was stretched out further at the location of the original kink. The other part of the broken corewire was still attached to the sensor housing. No pieces of the corewire or any other parts were missing. Total length of the broken corewire was measured to be 3.0 cm, which was within the specification. The pressure sensor was intact. When functionally tested, the wire was recognized and successfully zeroed without encountering any error messages. Additionally, a drift test is performed to verify any signal drift issues with the device which may result in poor normalization. The pd value did not drift overtime. Despite the observed damage, a stable pressure signal was produced. The corewire is present to support the device and would not affect the signal failure. We were not able to conclusively determine the possible cause of the reported failure. The manufacturing documentation for this device was reviewed. The device met all quality and manufacturing release criteria. To date, there is no other reported complaint of normalization failure or device damage within this lot. No further action is required.